Event description:
The patient's mother called animas on (B)(6), stating that the patient was examined at the hospital for elevated blood glucose levels over 33 mmol/l. She says the patient's blood glucose was elevated all day on (B)(6) and she changed the infusion set three times since the evening of (B)(6) and the patient's blood glucose level would not decrease despite correction bolus doses delivered by the pump. She says the patient had symptoms of increased thirst and urination and the patient was positive for ketones but feeling ok. She continuously corrected the patient's blood glucose with the pump and at 3 pm on (B)(6), she contacted an hcp, changed the infusion set and opened a new vial of novorapid insulin. After the patient's blood glucose level would not come down the hcp instructed the mother to correct his blood glucose levels with manual injections of insulin and to bring the patient to the hospital to be checked for dka. The mother stated that the patient was still connected to the pump while receiving manual injections and the pump was discontinued at the emergency room. The patient is currently on a backup plan of insulin injections. The doctors at the hospital reportedly did not treat the patient for blood glucose complications but instead monitored him after the mother gave him insulin injections then sent him home. The reporter denies that the patient had any recent changes in weight, diet, or activity level. There were no alarms in the pump history. The total daily doses added up to the programmed amounts. The mother confirms the time and date are correct. Basal rates and advanced settings were also programmed as desired. She denied issues with infusion sets and changes them every three days. The air bubbles were removed from the cartridge. The mother denied any changes in motor noise and denies any visible damage to the pump. Although there did not appear to be a pump malfunction this complaint is being reported because the patient reportedly had blood glucose readings indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. A review of the basal history indicated a temp basal program was activated 12:26 pm on (B)(6) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.